Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles did not release insulin. Verbatim: consumer reported having pen needles that did not release insulin during priming. Stated her dietician also tried and the pen needles did not release medication. Consumer stated she was advised that it is an issue with her needles. Also stated her dietician advised her to call bd for a replacement. Lot#0022083, cat# 320122 date of event: unknown samples: no."

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100bx 1200 USA were unable to deliver medication during use. The following was reported by the initial reporter: "it was reported that the pen needles did not release insulin. Verbatim: consumer reported having pen needles that did not release insulin during priming. Stated her dietician also tried and the pen needles did not release medication. Consumer stated she was advised that it is an issue with her needles. Also stated her dietician advised her to call bd for a replacement. Lot#0022083 cat# 320122date of event: unknown samples: no".